Event description:
It was reported that hospital had 4 wound issues related to dignishield and was concerned something had changed in the manufacturing process. It was unknown what medical intervention was provided per additional information received via email on 25mar2025, it was reported that the first patient required rectal artery embolization 4, second patient required a surgical repair of the rectum. The tissue was torn surrounding the balloon. Neither of these patients had the device in place for longer than 5 days.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: potential adverse events as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction pressure necrosis of rectal or anal mucosa infection bowel obstruction perforation of the bowel rectal bleeding rectal tear ulceration of rectal/anal mucosa. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hospital had 4 wound issues related to dignishield and was concerned something had changed in the manufacturing process. It was unknown what medical intervention was provided.